Event description:
Customer reported the system will not boot and is displaying an iris pot error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the collimator. System operates as intended. (B) (4).